Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the touchscreen became frozen. Troubleshooting was performed and the touchscreen became responsive again. There was no reported impact to customer's blood glucose level.